Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, an alert for extended charge time was detected. The patient was not aware of the alert. Two capacitor maintenances were performed, one with an extended charge time, and the second with a normal charge time and no alert. Device replacement was recommended. Due to other health issues and the fact that the patient has not had any vt episodes, the physician elected to enroll the patient in merlin.net and monitor remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.